Event description:
Boston scientific/target was notified that the gdc 10-soft synerg detection circuit was inspected before procedure and looked good. The aneurysm was accessed by direct puncture and they used a rebar-10 2-tip marker microcatheter with a terumo .012" guidewire to acess the aneurysm. No more force than usual at retracting or pushing the coil. No friction either. Not more tortuous than usual. No kink on the pusher wire. The coil was deployed with no problem. New cables were used and new batteries for the synerg power supply. The cables were attached to the pusher wire and as soon as they turned the power supply on, the voltage was very high (at 11.0), which they considered as unsual. The physician checked the pusher wire to make sure of the gdc placement and realized that the coil was already detached. He was very concerned about that and felt that the coil was probably detached before turning the power supply on. It was the first gdc deployed. Five gdc total were used. A total of 4 gdc did the same thing. Only the 3rd coil, detached normally within 60 seconds, according with the physician and the technologist in the room. The pusher wire was retrieved with no problem and had no coil left in the main pusher wire. The pusher wire was not saved for examination. No consequences for the patient. The coil was all inside of the aneurysm when the pre-detachment was noticed.